Manufacturer narrative:
The device evaluation was completed on 3/24/2021. It was reported that a patient underwent a premature ventricular contraction (pvc) procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter. It was reported that there was a deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second catheter was used to complete the procedure. There was no patient consequence reported. The product was returned to biosense webster for evaluation. Bwi conducted visual inspection and deflection test of the returned device. Visual analysis of the returned sample revealed stress marks in the tip area of the navi-star¿ thermo-cool¿ electrophysiology catheter, this stress marks lave the internal braid exposed. In addition, was found that the tip was bent. Deflection testing was performed in accordance with bwi procedures. It was found a defect in the deflection curve. The curve was out of the plane and looked twisted. In addition, stress marks were observed near the area of the twist. Puller wire of the device was found with no abnormalities. For this reason, a meeting was performed with the manufacturing team in order to find the root cause. The investigation determined that it is possible that the failure condition reported is related to the handling of the device during the procedure due to the stress marks observed. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through bwi¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02/09/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) procedure with a navi-star" thermo-cool" electrophysiology catheter and the biosense webster, inc. Product analysis lab observed that the integrity of the device was compromised. Initially it was reported that there was a deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second catheter was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 03/09/2021 stress marks in the tip area which left the internal braid exposed. In addition, the tip was bent. The returned condition was assessed as MDR reportable as the integrity of the device was compromised. The awareness date for this lab finding is 03/09/2021.